Event description:
It was reported that a system error (se) 2267 alarm (air in set/line) occurred on the homechoice (hc) device fill 5 of 5. The home patient (hp) stated that they had disconnected the supply bag and re-connected it to the heater line in an attempt to clear an unrelated alarm. The se 2267 occurred after they did that. The technical service representative (tsr) explained the alarm and assisted the hp with ending the therapy. The hp was going to finish with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned for analysis, therefore, no evaluation could be performed. It was reported that the patient made a mistake and disconnected a bag and then reconnected it, during the therapy. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user that if a bag becomes disconnected during the therapy, the users are to follow the end therapy early procedure. The users are not instructed to disconnect the bags and are warned not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide warns that a possible contamination of the fluid pathway can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.